Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. The graftmaster did not cross and was not deployed. The device was not returned for investigation, so it is not possible to determine the reason for the inability to cross the other company's stent. The 3.0 x 16 graftmaster mentioned is being filed under manufacturer number: 2024168-2008-00076.

Event description:
Reporting status: serious injury - death. Reporting rationale: failure to cross the lesion may have resulted in a delay in the procedure. Device issue: failure to cross. It was reported that a 3.0 x 19 graftmaster was attempted to be placed inside another company's stent to seal a perforation; however, it would not cross and was not deployed. A 3.0 x 16 graftmaster was then placed successfully, but it did not seal the perforation, as the perforation was large. The patient died on the cath lab table. No additional event or patient information is available.